Event description:
It was reported that the device was used during a pulmonary tumour procedure, made a strange noise and caused error. New device used to complete the case. There were no pt consequences.

Manufacturer narrative:
Eval summary: the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during activation.